Event description:
The customer reported that the image was black in the fluoroscopy mode and there was no image on the screen. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. Diagnostics were performed and replacement parts were ordered. No conclusion can be drawn as further repair info is unavailable at this time.